Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the screen of insulin pump gone dark and they could not read the character and buttons stuck even thought there was no button being pressed. The customer stated that the there were crack on the back of insulin pump. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed the self test and displacement test. All buttons functioning properly. However, moisture damage found on the electrical board connector during visual inspection. Device was received with a cracked case, and cracked battery tube threads.